Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) emitted a tone, with it displaying a bd alert when interrogated. Technical services (ts) was consulted and reviewed available data, with ts determining the device displayed an unintended bd error due to numerous magnet applications. Ts recommended checking the patients environment for the source. This device remains in service. No adverse patient effects were reported.